Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the roller pump display was punctured and flickering. The fsr replaced the roller pump display and performed verification/release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a non-clinical activity, the roller pump screen was damaged with a rip in it. There was no patient involvement.